Event description:
This case refers to a spontaneous report from a doctor of the pediatric nephrology dept to our international affiliate. In 2008, during a routine patient check-up, the patient's father commented that, 8-10 days before, the double sealing male luer lock connector of the minicap extend life pd transfer set twist clamp had become loose and they reconnected the set. The last automated peritoneal dialysis therapy (apd) session was a dya prior, as the physician decided to stop dialysis treatment because the patient recovered his residual kidney function. Diuresis at that moment was 1l/day. As the family informed the doctor about this incident a few days after it occurred, the doctor decided to prevent manipulation of the transfer set and did not replace the minicap. There was a history of exit site infection and the site was reviewed. Slight trauma was observed to the site and it was interpreted that the patient had pulled the tube causing the disconnection. A culture taken was positive for staphylococcus aureus and topical muporicin was prescribed. The patient was in good health, asymptomatic, and without fever so was not hospitalized at that time. In 2009, the patient went to the peritoneal dialysis (pd) unit for a general check-up and the patient was improving and the check-up revealed no relevant findings. About five days later, the patient went to the pd unit for another general checkup and the patient's mother informed the physician that the previous night the child had slight abdominal pain and fever. One exchange was performed for analysis and culture, obtaining cloudy effluent. The patient was then hospitalized for intravenous antibiotic administration. The following treatment was prescribed: vancomycin 15 mg/kg/5days and vancomycin intraperitoneal (ip) 30 mg/l and 6 apd cycles of 700 ml for 4 hours each. The culture taken was positive for staphylococcus aureus and corynebacterium. The cell count was 9270 cells (94% polymorphonuclear leukocytes). As at two days later, the patient was still in the hosp, recovering, and asymptomatic. Apd treatment and vancomycin ip was stopped due to a catheter obstruction. This obstruction was attributed to phecalomas and persistent constipation. At approximately four days later, the catheter was removed. The patient continues at the hosp for monitoring his residual kidney function and nutrition profile, but not for the peritonitis since as at about two weeks later, the patient was reported to have fully recovered from the peritonitis.

Manufacturer narrative:
Evaluation summary: visual inspection and mechanical tests performed on the actual sample revealed no anomalies.